Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor is malfunctioning. The customer's blood glucose reading was 143 mg/dl at the time of incident. Troubleshooting found that the electrode was missing. The customer was advised that the sensors would be replaced and to return the product for analysis.